Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿end piece¿ of a clearlink continu-flo solution set came off, leading to a leak. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using naked eye which revealed that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was determined to be incorrect solvent application due to incorrect functioning of the machine solvent system during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.